Manufacturer narrative:
The event of "redness", "swelling" and "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a reportable cause for this event.

Event description:
Healthcare professional reported that after injection with juvederm voluma xc in the cheeks, the pt experienced right cheek "redness and swelling" twenty days after injection. Pt was concomitantly injected with juvederm ultra plus xc in "both nasolabial folds" though the healthcare professional has exonerated that product due to the fact that no adverse events were reported in regards to the juvederm ultra plus xc injection sites. All symptoms were presented on the right injection site for the juvederm voluma xc. The healthcare professional later also stated that "[the patient] could have had a bad infection". Pt was treated with augmentin and a medrol dosepak. Additional follow-up noted symptoms resolved "about a week after treatment."